Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced impaired vision on the second day after the surgery. It was observed that the toric lens was at 34 degrees when it should have been at an axis angle of 94 degrees, the post-op astigmatism was found to be 1.75 with the lens rotating approximately 60 degrees clockwise. The patient underwent a second surgical procedure and the lens was placed at 94 degrees axis angle again without removing the lens.